Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a small amount of hematuria as well as oozing from the right arm which was noted overnight. Heparin drip (ggt) was stopped and international normalized ratio (inr) at the time was 2.4.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported event cannot be conclusively determined through this investigation. On (B)(6) 2017, the patient experienced a small amount of hematuria and oozing from their right arm was noted overnight. The patient was not symptomatic, and their inr was recorded at 2.4. The patient¿s heparin drip was stopped, and the event reportedly resolved on (B)(6) 2017. The patient¿s anticoagulation regiment was gradually restarted after the event resolved and the patient was to follow-up with the center, who were closely monitoring the patient¿s inr, hematocrit, and hemoglobin values. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.